Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 16f, and the tavi procedure was completed. Reportedly, post procedure, when tightening the sutures to close, the suture broke for both devices. A third prostyle device was deployed, yet the suture did not capture the vessel walls in this large hole. Hemostasis was achieved with a covered stent due to the size of the procedural hole. There was no adverse patient sequela. There was a delay in the procedure that did not lead to an adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.